Event description:
During baxter's functionality testing, a spectrum pump was found to alarm "falsely for upstream occlusion". There was no opportunity for pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. Baxter's functional testing found that the device would alarm "falsely for upstream occlusion". Further eval found that the fluid number readings from the upstream sensor were below specification. The upstream sensor was replaced.